Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made during device check. The patient was asymptomatic.